Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position and an additional 5cc, the balloon to the 29mm commander delivery system (ds) tore at the end of s3ur valve deployment due to the patient's anatomy. During exit of the ds, a vascular injury occurred. An open repair of the iliac artery was performed, and the patient became stable and is in recovery. Per report, there was calcium of the left ventricular outflow tract obstruction (lvot) with a large annulus.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: component code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections b5, h6: device code(s) and investigation findings. Corrections to sections h6: component code, investigation findings and investigation conclusions; remove component code 3036. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed calcification in the patient's landing zone. In addition, imaging showed that the balloon burst radially and the distal end of the balloon with nose tip was not present; the guidewire lumen appeared separated. In this case, the complaints of balloon burst, inability to withdraw system through sheath and distal tip separates during use were confirmed based on provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation, withdrawal of burst balloon, device manipulation) likely contributed to the reported events. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon also burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such conditions, additional pull force/device manipulation could have been applied to overcome the withdrawal difficulty, which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional clarification was provided by the fcs indicating that during removal of the delivery system from the patient, the device became separated.